Manufacturer narrative:
Report source: complaint received from (B)(6). Analysis results: product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that their healthywhite toothbrush started to burn. No injuries or property damage was reported.